Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with radiculopathy, diminished reflexes, motor weakness, neck/back pain l4-l5-s2. The patient was diagnosed with post-laminectomy failed back l4-5 and degenerative disc disease l5-s2. The patient underwent surgery consisting of revision surgery l4-5, open l4-s2 posterior instrumented fusion, laminectomy and laminotomy, using autologous local bone, rhbmp-2/acs, calcium-based bone graft substitute, and bone marrow aspirate. Local antibiotics were applied and x-ray verification of the levels was done. There was a lumbar dural tear intra-op. The patient was discharged home. The patient's 30-day nrs was 2. The patient's 30-day odi was 30. Post-discharge the patienthad an event and intervention.